Manufacturer narrative:
Section a4, a5 (ethnicity): unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between oct 11, 2023 and jan. 3, 2024. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's right eye (od) due to myopia, glare and halo. Patient was not happy with results. The iol was replaced with a competitor iol, same diopter power size. The replacement lens was able to help address the patient¿s concern. There was no incision enlargement, no vitrectomy, and no sutures done. The patient is pleased so far, no patient post-op injury. New information received that left eye (os) was planned to be removed on (B)(6) 2024. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os) later on if that event is also determined to be reportable.